Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 192, 221 and 144 mg/dl. The customer's expected fasting blood glucose test result range is 99 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 288 mg/dl and 277 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/25/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 192mg/dl (B)(6) 2017 10:22 am fasting: yes; 221mg/dl (B)(6) 2017 11:47 am fasting: yes; 144mg/dl (B)(6) 2017 10:44 am fasting: yes; 198mg/dl (B)(6) 2017 10:36 am fasting: yes; 187mg/dl (B)(6) 2017 09:25 am fasting: yes. Memory concerns: 221 mg/dl and 192 mg/dl. Customer called in stating high result. Customer average range is 99-100mg/dl. Customer feels well at this time and denies needing medical assistance. Customer is concerned with result: 192 mg/dl and 221 mg/dl. Customer stores strips properly. Customer performed control test and meter is testing within range. Customer performed back to back blood test and feels results are high.